Event description:
It was reported that during percutaneous coronary intervention, stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. A 3.00 x24 mm promus element plus stent was used to treat the lesion. Several attempts were made to cross the lesion, but the device was unable to cross the lesion. After removal of the device, the physician noticed that the edge of the stent was lifted. The procedure was completed with a 2.5 x 24 mm promus element plus stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that during percutaneous coronary intervention, stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. A 3.00 x24 mm promus element plus stent was used to treat the lesion. Several attempts were made to cross the lesion, but the device was unable to cross the lesion. After removal of the device, the physician noticed that the edge of the stent was lifted. The procedure was completed with a 2.5 x 24 mm promus element plus stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination found that the stent was damaged at both ends. The stent appeared to be partially deployed at both ends which gave it a "dogbone" effect. This occurs when minor positive pressure has been applied to the balloon causing the stent to flare at both end. At the proximal side struts on six rows have been pushed distally and are bunched up. No issues were noted with the tip and balloon of the device that could have potentially contributed to the complaint incident. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).